Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the microscope head was wobbly/loose. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened the 6mm mounting screw, ensured the safety set screw was in place and secure, and checked and tightened the libero mounting screws, as needed. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose 6mm mounting screw and loose communication mounting screws, however, how or when the screws became loose unable to be determined conclusively. The manufacturer internal reference number is: 2019-45922